Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter caused urinary tract infection and the doctor took the patient off it. The patient was no longer using it. The patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter caused urinary tract infection and the doctor took the patient off it. The patient was no longer using it. The patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the male external catheter caused urinary tract infection and the doctor took the patient off it. The patient was no longer using it. The patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "materials not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication: do not use on irritated or compromised skin. Precaution: do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) unroll self-adhering catheter over penis. 4) gently squeeze the catheter to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. 5) connect to drainage device. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.